Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Upon completion on the procedure, the patient began having chest pain. Interrogation revealed that the right ventricular lead exhibited high capture threshold and low sensing. A chest x-ray confirmed that the lead had moved further into the heart and an echocardiogram further revealed that there was an effusion in the pericardial sac. On (B)(6) 2020, the lead was repositioned. The patient was in stable condition throughout.